Event description:
It was reported that the insulin pump alarmed an error, indicating that the insulin pump could not write user settings to flash because the power supply was in use. The caller advised that she would have her doctor call for assistance regarding the issue. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.